Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat, brown particles and opening curved on patch. Leak test and microscopic analysis was performed which identified: sharp opening on patch, wear abrasion, observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch (shell bond edge) due to an unidentified (tear) opening. Reason for reoperation: deflation.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a left-side deflation. Device remains implanted.